Manufacturer narrative:
A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: occurred during a laparoscopic totally extraperitoneal hernia repair procedure. The balloon could not be inflated. Another device was used in order to complete the case. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary; post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned products noted: that the valve seal and doors appeared intact. The dissector balloon was broken. The insufflation bulb was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken balloon may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.